Event description:
The customer reported that there was a 5-7 second delay in the discharging of the unit.

Manufacturer narrative:
Phillips is in the process of obtaining more information concerning this event and this complaint is still under investigation.